Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
(B)(4) received indicates patient received onxae-23 (3275209) and onxm-25 on (B)(6) 2012 and required intervention/explant of aortic valve and replacement via another onxae-23 on an unspecified date in 2016.

Manufacturer narrative:
The manufacturing records for the onxae-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The onxae-23, sn (B)(4), was implanted via double valve procedure with an onxm-25, sn (B)(4) , on (B)(6) 2012. The onxae-23 was explanted on (B)(6) 2016 and replaced with another onxae-23 sn due to severe paravalvular leak (pvl). The operative report for the latter procedure state that patient had three prior open heart surgeries, this being the fourth. Patient is currently a (B)(6). Lntraoperative examination demonstrated loss of prior reconstructive material (cormatrix) anchoring the two mechanical valves providing communication between aorta and left atrium which was expressed as severe mitral and aortic regurgitation. Endocarditis was not observed. As mitral valve was intact and well-seated, the aortic valve was replaced after additional myocardial reconstruction, this time with carticel. A new aortic conduit was also grafted into place. Pvl is a known risk of mechanical valve replacement [instructions for use]. Late (>30 days) occurrence of 1 major and 2 minor pvls was observed in a study of 142 mitral on-x patients [(B)(6) 2006]. Another study of 117 mitral on-x patients reported 5 late pvls, of which 2 were major [(B)(6) 2007]. The root cause for the reported event is deterioration of the prior myocardial patch which led to paravalvular leakage. Post production residual risk is communicated in the product¿s labeling and instruction for use (IFU). Pvl is a known complication of prosthetic valve implantation. This event does not modify the probability and severity of existing hazards.